Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level of 450-500 (mg/dl). Customer stated the cause of the elevated bg level was unknown. A manual injection and supply change were used to address bg level. The customer declined to perform troubleshooting with tandem technical support. Follow up with the customer confirmed their bg level had lowered to 240 (mg/dl). Multiple follow up attempts were made to ensure the customer's bg level had returned to target. However, no additional information was provided.